Manufacturer narrative:
Pump passed the displacement test, active current test, sleep current test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. No prime/fill/rewind anomaly noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, failed batt were found on 01/04/2026 at 15:36:01.000 found in the history files or traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case (battery tube), scratched case, battery tube threads - cracked and cracked belt clip rails. Rewind anomaly, failed batt test, no delivery/occlusion alarm was not confirmed. Unit functioned properly and no alarms were noted during testing. However, moisture damage was noted on electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump rejecting new batteries, slow motor during rewind, and no delivery alarms. The customer reported no adverse event. The event involved products mmt-1884, unomedical, and mmt-342g. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884, unomedical, and mmt-342g.